Event description:
Customer reportedly obtained a result of 397 mg/dl on the advantage system, 124 mg/dl on a professional device, and 140 mg/dl on a lab within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.